Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's ambulatory telepacks. Corrections included replacement of the telepacks. System was safety tested to factory's specifications.